Manufacturer narrative:
Covidien reference number: (B)(4). Additional information was received from the customer; there was no patient involvement at the time of the reported issue.

Event description:
It was reported that there was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a severe occlusion error message. Information regarding patient involvement was not provided.